Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2011. The device failed multiple self-tests due to a low battery between the (B)(6) 2011 and the (B)(6) 2012. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2013 and the (B)(6) 2016. The pad-pak became depleted during this time. Voltage fluctuations were observed throughout the history log. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.